Event description:
It was reported that the device would not complete the self-test and was alarming double beep no cassette. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream and upstream occlusion sensors, which were determined to be damaged.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The the dso and uso sensors were replaced and the device passed all testing.